Event description:
It was reported that the rpm was not displayed. A rotabator console was used for treatment. It was noted that rotation speed was not displayed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. The rotational speed in dynaglide mode was 66 krpm; the maximum turbine rotational speed reached was 219 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. There was no device interaction that may have contributed to the reported failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the rpm was not displayed. A rotabator console was used for treatment. It was noted that rotation speed was not displayed. There were no patient complications reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).